Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alarming when the customer woke up this morning. Customer stated that the insulin pump is delivering insulin. Customer had checked the bolus; the insulin pump delivered a bolus that was not programmed by the customer. The blood glucose reading is 286 mg/dl. Nothing further reported.